Event description:
Initial contact was received via a lens accountability form in which a lens was dencentered and replaced. On 10/15/96 the physician indicated that a pt had an initial lens implant into the left eye with a one piece pmma 10l, model 811a + 18.0 (d) following a traumatic cataract extraction. One day post operative, the lens was found to be decentered. When the pt was lying flat, the iol was in correct position. When the pt sat upright, the capsular bag and the lens descended down ward. The pt was again taken to surgery to remove the lens two days after the initial implant. A model uv65b/+14.5 (d) was implanted with no problem and the pt has since recovered. She did not believe the event was due to the lens, but to weak zonules. No further info is expected.